Event description:
Umbilical venous catheter, uvc, was placed in a pt. Abdominal radiologic exam-two views- ordered to verify placement. Usually only one view is ordered (about 95% of the time)however this time a lateral view was also ordered. The pacs, picture archiving communication system, has a known issue about how it stores multiple exams. It is not readily apparent upon viewing one image that there is a second image available. As a result, the lateral image may not have been viewed and interpreted. Tpn and lipids through the uvc resulted in necrosis of the liver.